Event description:
It was reported that a patient experienced multiple ventricular noise revision episodes. Upon interrogation in clinic for follow up on (B)(6) 2017, the noise was not reproducible with isometrics. The patient had no symptoms. No intervention has been reported.